Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump did not operate correctly with the power cord or battery. The device turned off randomly. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. The customer¿s complaint was not verified. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. The alarm history was reviewed, and no additional errors were found. No action was taken specific to the customer reported issue. Preventative maintenance was performed.